Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient overriding the dosage recommended by the bolus calculator feature).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) in the 400s mg/dl with unspecified ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and all settings were correct. Cs noted that that the patient overrode the dosage recommended by the bolus calculator. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in overriding the dosage recommended by the bolus calculator feature.